Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had visited the emergency room due to high blood glucose. The customer stated that they started with a high blood glucose level of 300 mg/dl. They tried to lower the high blood glucose with a bolus from the insulin pump but their blood glucose kept rising. Their meter had read that their blood glucose was over 600 mg/dl and they started to vomit. The customer¿s blood glucose level at the time of admission was over 500 mg/dl. They were wearing the insulin pump at the time of hospitalization. They were given fluid, nausea medication, and insulin. Troubleshooting was performed on the insulin pump. It was noted that the customer was not currently on the insulin pump. The customer's current blood glucose level was 160 mg/dl. The device will not be returned for analysis.